Manufacturer narrative:
The specific lot number could not be provided by the initial reporter. After review of the initial reporter's order history, we can advise the lot number is either w3323221 or w3366897. W3323221: mfg date 08/12/2013; exp date 08/12/2016; w3366897: mfg date 12/03/2013; exp date 12/03/2016. Investigation evaluation: our evaluation of the returned product confirmed the report. Approximately 22 cm from the distal end is a 5 cm section of exposed core wire. The coating has rolled over itself towards the distal end. There is also a section approximately 100 cm from the proximal end with damage to the coating. There is a slight curve to the wire on the distal end. No part of the device is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the potential lot numbers that could be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product notes tor best results, wire guide should be kept wet. Also, use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review device history records confirmed that the lots that could be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. While using a fusion quattro extraction balloon over the acrobat wire guide, the coating at the 25 cm mark pulled/rolled back, exposing the core wire. The extraction balloon would no longer travel over the wire guide. No section of the device detached and became free inside the patient. Another wire guide was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to the occurrence.